Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized or if they were treated for the peritonitis event. Action taken with peritoneal dialysis therapy was not reported. It was not reported if the patient recovered from the peritonitis event. No further information is available.